Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that the protege everflex would not pass through the sheath. No patient injury is reported. Evaluation summary: the everflex self-expanding peripheral stent system was received for evaluation without any ancillary devices or cine images from the procedure. The everflex stent delivery system, (sds), was returned loose nested in a series of pouches. The sds was returned with the deployment paddles approximately 170mm apart. The safety locking pin was checked and noted to be tight. Sanguine tinted fluid was noted in the stopcock tube and sanguine residue was noted on the exterior of the sds. The stent and outer sheath were approximately 15mm proximal from the proximal end of the distal tip. A kink in the lumen was noted just proximal to the distal tip. The distal tip exhibited several lines of scaring. Under magnification the distal marker bands extended distal of the distal end of the outer sheath. A couple of stent struts and one distal stent marker strut dissected the outer sheath distal marker band. Back lighting was used to determine that the stent was still engaged with the retainer and to determine the length of the stent. Further examination of the sds noted a kink in the catheter approximately 52.5cm proximal from the distal tip of the sds. The sds was flushed with air and water: sanguine fluid was observed exiting the distal tip and the distal end of the outer sheath. A 0.035in guidewire was loaded through the distal tip: some resistance was met when the guidewire navigated through the kinks. The full length of the stent was able to be deployed: an unknown fiber was noted near the proximal end of the stent. The distal end of the stent exhibited damage. The retainer was examined: no abnormality or deformity was noted. The outer sheath was advanced to the distal tip. The sds distal marker band has the distal tip pulled over it. The stainless steel hypotube was cut off just distal of the proximal handle, the distal handle was disassembled, and the guidewire lumen was pulled distally through the outer sheath to allow further examination. Witness marks were noted on the stainless steel hypotube approximately 26mm and 28mm proximal from the distal tip of the stainless steel hypotube. A kink in the inner matches the kink in the outer sheath.